Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient had low blood sugar of 60 mg/dl. They ate carbs to help, but still needed medical help. They went to the emergency room. The patient was using an insulin pump before this happened. They stayed in the hospital for less than a day. No further information available.